Event description:
The pt's mother reported that the pt was admitted to the hospital with a diagnosis of dka. The pt had been recovering from pneumonia for the past month prior to calling animas. The pt's mother stated that the nursing staff changed out the cartridge and site and the pump continued to emit occlusion alarms. The pt's mother mentions a history of occlusion alarms with the pump.

Manufacturer narrative:
The pump was returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in a supplemental report. There is no indication of a pump malfunction. Occlusion alarms may have emitted appropriately due to blockage and not a pump malfunction. There were no alarms in the pump history leading up to the hospitalization, therefore the occlusion alarms did not cause the hospitalization.